Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a routine follow-up on 29 apr 2021. During interrogation of the implantable cardioverter defibrillator (ICD), it was noted that there were right ventricular oversensing episodes. Further interrogation found that these episodes were caused by post-paced t wave oversensing. The programming changes were made to the ICD to resolve this issue. The patient was in stable condition.